Event description:
Baxter (B)(4) received a report that an infusor had leaked during filling. The device was being filled with a dextrose solution when the reservoir slid/rolled down the stress member. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Additional narrative: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing fluid in the housing. The reported condition of a leak was confirmed. Visual examination of the unit revealed the root cause of the leak was due to loose film wrap which was caused by manufacturing defect. This unit was manufactured using an automated film wrap machine which indicates the equipment malfunctioned during assembly of the unit. The film wrap was placed properly; however, the material did not have enough tension to hold the bladder and create a proper seal. Subsequently, the bladder slipped down the stress member column and leakage occurred. Equipment tension is verified every two hours; however, no issues were observed when this lot was manufactured. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.